Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent ipg replacement on (B)(6) 2020, during which high impedances were discovered on the patient¿s lead. The physician opted to implant a new lead, but left the patient¿s lead insitu. This resolved the issue.